Manufacturer narrative:
(B)(4). Product is not returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee procedure. Subsequently, patient was revised due to pain and loosening of the tibia component..

Manufacturer narrative:
This follow-up report is being filled to relay additional information, concomitant medical products: femur trabecular metal cruciate retaining (cr) standard porous catalog # 42502806601 lot # 62340640, nexgenâ® complete knee solution, trabecular metalâ¿¢ standard primary patella catalog # 00587806535 lot # 62332266, articular surface fixed bearing cruciate retaining (cr) left 10 mm height catalog # 42512000510 lot # 62308294.

Event description:
It is now reported through operative records that the tibial component was grossly loose with only fifty percent of fibrous ingrowth on the backside. The surgeon also noted that a deep medial collateral ligament (mcl) and partial posterior cruciate ligament (pcl) release were done during the revision procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: reported event was confirmed by review of x-rays and medical records provided. Review of the x-rays provided by private hcp indicates that left total knee arthroplasty with minimal radiolucency seen along the anterior and posterior tibial plateau as well as the medial and lateral patellar cement hardware interfaces. Findings are minimal but could suggest early loosening. Device history record was reviewed and no discrepancies relevant to the reported event were found. A field action was conducted in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. The root cause is determined to be due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.